Event description:
On (B)(6) 2011, dr. (B)(6) performed a two-level anterior cervical discectomy at c4-c5, c5-c6 with verte-stack anatomic end-caps, the endcap size is 14 x 11mm footprint by 8mm height lordotic. Device labeling states it is contraindicated for the cervical spine, the surgeon did not disclose that the device was not approved for use in the neck nor did the surgeon disclose that the device has not been shown to be safe and effective. I developed post-op complications including but not limited to dysphagia, dysphonia, choking, difficulty swallowing and loss of feeling in the hands, fingers, and arms I will be undergoing revision surgery shortly. The device labeling directs the doctor to implant the device into thoracic/lumbar spine, but the size and shape of the device only fits into the cervical spine. The exp date is mar 2010. Dr. (B)(6) never disclosed that he was going to use an expired and mislabeled product at the (B)(6) medical center.